Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the implanting drg lead at l5 location, physician observed a cerebrospinal fluid (csf) leak. Physician performed a blood patch procedure at the time of implant. It was noted that patient was seen for a post-operative visit and was recovering with a slight headache. No additional information is available at this time.